Event description:
The customer reported that the system would power on for about 10 minutes and then it would shut off. This happened during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The loose power connection in the power plug was tightened. The system was tested and found to be working as intended and put back into service.